Event description:
A medtronic representative reported the site received 'localizer not connected' error while in the navigate task of the cranial software on the s7. The site confirmed the leds on the camera were green, however, they could not track the reference frame or any instruments. Also reported the mouse would not work. The procedure was completed with the use of the stealthstation s7 system. There was no impact to the pt outcome.

Manufacturer narrative:
The medtronic representative rebooted the system and they were able to reload the pt exam and continue on with case without any delays. The representative confirmed that the case was a tumor resection and most of the tumor had already been removed when the error occurred. They were not actively navigating when the error on the screen was noticed. Surgeon was able to continue using navigation after the reboot without any issues. The software investigation is pending error log evaluation.